Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted balloon burst upon return. There were no missing pieces. This is out of specification per inspection procedure ip7601690, revision 13, which states, "balloon must not be torn". A potential root cause for this failure mode could be ¿high modulus silicone¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not aspirate urine through drainage funnel wall. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. As with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. 1salgado cd, karchmer tb, farr bm. Prevention of catheter-associated urinary tract infections. Prevention and control of nosocomial infections, 4th ed. Wenzel rp, editor. Lippincott williams and wilkins, philadelphia, 2003. 2ahearn d.g., et al: effects of hydrogel/silver coatings on in vitro adhesion to catheters of bacteria associated with urinary tract infections. Current microbiology, 2000, 41:120-125. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a 16fr foley catheter was inserted easily, but the catheter did a u turn and came out. Also stated that the balloon was ruptured. Per additional information received on 27oct2021, the customer stated that the foley inserted and did a u-turn, came out of the patient with a lot of blood. Medical services tried to place coude but unable to place it. Urology was called to place the catheter. Per additional information on medwatch, it was reported that the foley catheter was inserted and made a u turn back outside the patient. Also stated that balloon was ruptured and patient experienced bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 16 fr foley catheter was inserted easily but the catheter did a u turn and came out . Also stated that balloon was ruptured.